Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous coronary intervention, upon removing a 3.5x23mm rx xience xpedition drug-eluting stent (des) system from its sterile packaging, a kink was noted on the proximal catheter shaft. While inspecting the kink and attempting to straighten the kink, using gentle force, the proximal shaft separated into two pieces at the same location of the kink. The device was not used in the patient. Another unspecified device was used as a replacement. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed; however, the kink was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation was unable to determine a conclusive cause for the reported kink; however, the separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience xpedition everolimus eluting coronary stent system instructions for use states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks and other damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.